Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('heavy uterine bleeding / abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced menstruation irregular ("irregular menses"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), fatigue ("fatigue,"), pain in extremity ("pain and weakness in her hands"), muscular weakness ("pain and weakness in her hands"), abdominal pain ("abdominal pain/ abdominal cramping with sharp pain / lower abdominal cramping"), back pain ("mild back pain / back pain / lumbar pain"), menorrhagia ("heavy bleeding during her menstrual cycle / menorrhagia"), vulvovaginal pruritus ("vaginal itching"), migraine ("migraine"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pelvic pain, headache, fatigue, pain in extremity, menstruation irregular, vulvovaginal pruritus, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain and menorrhagia had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, muscular weakness, pain in extremity, pelvic pain, uterine haemorrhage and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('heavy uterine bleeding / abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced menstruation irregular ("irregular menses"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), fatigue ("fatigue,"), pain in extremity ("pain and weakness in her hands"), muscular weakness ("pain and weakness in her hands"), abdominal pain ("abdominal pain/ abdominal cramping with sharp pain / lower abdominal cramping"), back pain ("mild back pain / back pain / lumbar pain"), heavy menstrual bleeding ("heavy bleeding during her menstrual cycle / menorrhagia"), vulvovaginal pruritus ("vaginal itching"), migraine ("migraine"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, pelvic pain, headache, fatigue, pain in extremity, menstruation irregular, vulvovaginal pruritus, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, back pain, fatigue, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, muscular weakness, pain in extremity, pelvic pain and vulvovaginal pruritus to be related to essure. The reporter commented: the essure device was placed through the bettocchi operative port and the coil was placed in the patient's right tubal ostia successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received : reporter information , patient date of birth added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('heavy uterine bleeding / abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced menstruation irregular ("irregular menses"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), headache ("headaches"), fatigue ("fatigue,"), pain in extremity ("pain and weakness in her hands"), muscular weakness ("pain and weakness in her hands"), abdominal pain ("abdominal pain/ abdominal cramping with sharp pain / lower abdominal cramping"), back pain ("mild back pain / back pain / lumbar pain"), menorrhagia ("heavy bleeding during her menstrual cycle / menorrhagia"), vulvovaginal pruritus ("vaginal itching"), migraine ("migraine"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pelvic pain, headache, fatigue, pain in extremity, menstruation irregular, vulvovaginal pruritus, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain and menorrhagia had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, muscular weakness, pain in extremity, pelvic pain, uterine haemorrhage and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received: new event migraine, autoimmune disorder, hypersensitivity symptom was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.